Event description:
The zilver device was placed in cephalic arch on (B) (6) 2009. The pt came back on (B) (6) 2010, for a plasty, and it was found that the stent had completely split in half. They put in a coated fluency (covered stent) and the result was good. The pt stated he had pain in the stent area in (B) (6). Info was provided that by viewing the images, they think they can see a slight fracture after they ballooned. The pt is fine.

Manufacturer narrative:
(B) (4). This device is shipped with an instructions for use (IFU) that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. Specifically, the IFU states that the device is intended for use in the treatment of symptomatic vascular disease of the iliac arteries. Based on the info provided in the event description, this stent was placed in the cephalic arch (cephalic vein). This product is intended for use in the iliac arteries and not in the cephalic vein. Please be informed that the stent is not tested for use under these circumstances. The placement of the device in the cephalic vein may have resulted in stent fracture because of the excessive force the device would have likely experienced from movement of this area. We will notify the appropriate in-house personnel of the event and continue to monitor for similar complaints.